Manufacturer narrative:
Pump passed sleep current measurement, selftest, and active current measurement. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump successfully downloaded traces and history file using thump. No low battery alerts noted during testing. Battery cycle 45.0 received the lowbatteryalert (104) on 07/17/2025 10:23:01 faster than expected at 3.94 days. Battery cycle 44.0 received the lowbatteryalert (104) on 07/13/2025 11:50:00 faster than expected at 0.98 days. Battery cycle 42.0 received the lowbatteryalert (104) on 07/11/2025 23:04:01 faster than expected at 2.95 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss and charge/battery lasts less than expected was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a short battery life or a low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was using a rechargeable battery currently. While using the normal batteries, it will only last for a day. The customer reported receiving replace battery alert/replace battery now alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.